Event description:
It was reported that the patients spinal cord stimulator (scs) was nonfunctional. It was also noted that the patient experienced burning sensation and pain. The patient underwent an explant procedure wherein all devices were removed. The explanted devices were not returned as they were not released by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately three years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5097153/5097148; product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 22456058.